Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple cartridge tubings during the load fill tubing sequence. Customer's blood glucose level was 293 mg/dl. A new cartridge was successfully loaded onto the pump to address the issue.